Manufacturer narrative:
(B)(4). Customer has indicated that the device is in process of being returned to the manufacturer for investigation. Once the investigation is completed, a supplemental medwatch will be filed accordingly.

Event description:
It was reported that the cement was setting way too fast. The customer was able to identify the lot #s of the ones they have had problems with, and they have removed them from our shelves. The event occurred during surgery, no harm and no delay was reported. No adverse events were reported as a result of this malfunction.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). Review of the receiving inspection report for 00111314001, lot number 88384709, identified no relevant deviations or anomalies. Heraeus batch records review indicates there were no quality deviations, no change notifications, and no corrective and preventive actions. All verifications, inspections, and tests were successfully completed. Product was not returned to zimmer biomet surgical; heraeus did not require the complaint product to be forwarded to them for evaluation. Per heraeus, the root cause of the reported event is "presumably a result of incorrect preparation due to professionals" with a potential explanation "there are different aspects, such as room temperature, bone cement components, prosthesis, mixing device, humidity, storage conditions, and mixing technique, which can have an impact on application and curing phases. Thereby curing times can differ. These do not affect the mechanical properties of the product. " results code: code not available for incorrect device preparation. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.